Event description:
It was reported the pt experienced no paresthesia since 2007 in her "pain area". Impedance measurements were all >4000 ohms except on electrodes 3 and 5. The stimulation was also dependent on posture. The lead was replaced.

Manufacturer narrative:
Results - anchor. Final analysis: model # 3877 lot# v005416: the complete lead (45 cm) was received for analysis. All eight conductors were fractured at a kink in the lead at 18.6 cm from the tip side near the location where the anchoring sleeve was located. The connector and tip side were intact and undamaged. The electrical continuity of all eight conductors was not complete. There were no shorts observed between the conductors. The electrical continuity test was performed under mechanical load conditions of stretching and pulling of the lead while monitoring the dc resistance in order to reveal any intermittent discontinuity. Model # titan anchor lot# v005416: the titanium insert had separated from the silicone portion of the anchor, likely occurred at explant. There were cosmetic cuts in the silicone portion of the anchor.